Manufacturer narrative:
The reported event could be confirmed, based on available CT scans and medical expert assessment. The device inspection was not possible as the product was not returned for investigation. The device history record could not be reviewed because the affected device was not returned, and the lot number was not communicated. A review of the labeling did not indicate any abnormalities. Upon further investigation of the CT scans by healthcare professionals the following was observed. "Failure of total ankle replacement (tar) over time is a known complication. In case of a planned revision procedure a medical opinion is part of the internal investigation process. Sufficient (radiological and clinical) information must be provided to enable a proper full clinical assessment and to identify possible causes of failure. In cases where a CT scan is the only available clinical source the informative value and the assessment of the underlying potential cause of a failure is severely limited. In the vast majority of these cases no conclusive statement can be provided, because the accompanying clinical information (e.g. Clinical status, exact symptoms and range of motion of the patient) is missing. Radiographic findings such as radiolucent areas and bone cysts may indicate potential problems, but their clinical significance remains uncertain without the additional context. Due to the limited information and clinical context, we therefore refrain from making definitive statements about the patient, the procedure and/or the device in relation to the failure." In this case no conclusive statement can be provided. There is a girdlestone situation with a cement spacer at the site of the ankle joint visible, but as there is no other information on the clinical background given, a sound statement on the cause of the failure is not possible. More detailed information about the complaint event as well as the affected device must be available in order to determine the root cause of the complaint event. If device is returned or any further information is provided, the investigation report will be reassessed.

Event description:
The digital stryker prophecy team received a CT scan indicating that the patient underwent a device explant surgery due to infection. The patient received a cement spacer.

Manufacturer narrative:
Based on the available information the device will not be returned therefore an evaluation of the device cannot be performed.  A review of the device history is not possible because the lot number was not communicated. Should additional information become available, it will be provided on a supplemental report.

Event description:
The digital stryker prophecy team received a CT scan indicating that the patient underwent a device explant surgery due to infection. The patient received a cement spacer.